Event description:
Reporter alleges pt complained of pain, deflation of right, hearing a "snapping" sound when reaching for something and left rupture. Reporter also alleges that upon removal left implant was ruptured and right was intact. Per 3500a: "states that her breasts are always relatively firm, but recently the right one, within the last several weeks, when she reached for an object she felt a snapping sound and there has been some deflation of the impalnt at present. Evaluation of both breasts today reveals that the pt has ptosis and very severely contracted capsules around both implants. I believe that there was some spontaneous and/or traumatic partial rupture of the capsule on the right. Evaluation of the left breast reveals that the pt has probable siliconoma in the anterior axillary fold, tail of spence area, approximately at 2 o'clock on the peripheral of left breast." Office notes of dr.